Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported balloon rupture was confirmed. Additionally, an inner member tear was noted. A review of the lot history record revealed two manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed a similar complaint from this lot. The investigation determined a potential product quality issue based on the electronic lot history review, exception review, similar incident review, the reported compliant, the confirmed balloon pinhole and the noted inner member tear. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. A 2.0x200mm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion; however, the bdc appeared not to inflate. The bdc was removed and tested outside the patient anatomy when a perforation was observed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.